Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 10mg/ml at 2.001 mg/day and bupivicaine 2mg/ml at 0.4003 mg/day via an implantable pump for spinal pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient showed signs of overdose after leaving the surgery center where the device was implanted, so they were taken to the emergency room (ER). The pump was turned down to minimum rate and the patient was given narcan. The ER nurse told the company representative that the patient also had a urinary tract infection. The patient's status was reported as "alive - no injury." No surgical intervention was planned or had occurred. It was unknown if diagnostics were performed. As of (B)(6) 2016, the overdose symptoms had resolved and the patient was recovering. If additional information becomes available, a follow-up report will be submitted.